Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the dermatome failed when taking a graft thin 0.01 inch on the internal part of the right forearm, cutaneous incision and deep subcutaneous incision. The patient is a (B)(6) woman with an epidermoid cell carcinoma on right forearm.

Manufacturer narrative:
The dermatome was returned for evaluation: DHR - no abnormalities related to the reported failure. Failure analysis - the dermatome¿s cutting deepness is regulated by the adjustment knob, this must be tightened with the thumb screw. The adjustment knob is loose, it does not meet the specifications and must be adjusted. A function- and electrical safety test must be carried out after the repair. The adjustment knob was checked tightened according to the manufacturers specifications and a function and electrical safety test was carried out. Root cause - the root cause is most likely the fact that the adjustment knob was loose (out of specification). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.